Manufacturer narrative:
Carefusion complaint number (B)(4). (B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that the user facility renting the unit reported that fio2% is out of specification. The customer found an "e53" error logged. The customer cleared the error code and ran a calibration on the o2 sensor. After calibrating and testing the unit, the customer noticed that when the blender was set to 21%, the blender knob pointer was pointing at 21% and when the blender was set to 100%, the blender knob pointer was pointing to 100%. Other values did note line up with what the knob was set to: when the knob was set to 60%, the output was 65%. There was no patient involvement.